Event description:
In 1999, pt complained of problems with knee "chucking". X-rays revealed there was a screw that had allegedly backed out of the locking mechanism of the knee implant. In 1999, pt underwent a revision of the total knee arthoplasty by removal of the intra-articular screw and insert due to wear.